Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer tried different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump with one that has updated software. The customer was advised on how to handle the transition upon receiving the replacement and instructed to return the malfunctioning pump to tandem.